Event description:
In 2009, the patient reported an elevated blood glucose reading of above 400 mg/dl and said her head is pounding. To troubleshoot, the patient was instructed to check the time and basal rates on her insulin infusion device and she confirmed they were accurate. She stated she struggled to control her diabetes for 3 years before being placed on insulin pump therapy a year ago. She stated her doctor is still adjusting her rates to control her blood glucose levels. The patient stated she began using her current infusion device at 11am and then went to dialysis. At 12:22pm she ate lunch and bolused 8 units of insulin for her meal. She said later had a snack of an orange and a soda but did not bolus for the snack. Soon after she said she developed a headache and when she checked her blood glucose at 2:30pm it was over 400 mg/dl. She took a correction bolus of 18 units of insulin. The patient was advised to speak with her doctor about bolusing for snacks. During the call, the patient tested her blood glucose and it was 514 mg/dl but she stated her headaches are easing. She stated she would bolus another 18 units of insulin. She stated she has a lot of scar tissue, is under a lot of stress and has other medical conditions. On follow up with the patient at about one week later, she stated she is doing better and her blood glucose has returned to her normal range. No product will be returned for evaluation.

Manufacturer narrative:
Method and results codes: no product will be returned for evaluation.